Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06663. It was reported the patient experienced ineffective therapy. Troubleshooting did not resolve the issue. Later x-ray confirmed fracture of both leads. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section h6- investigation findings 3221 - no findings available should have been selected in the previous report instead of 213 - no device problem found. Correction: section h6-investigation conclusions 4315 - cause not established should have been selected in the previous report instead of 67 - no problem detected. Correction: h10-additional narratives/data- "the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined" should have been entered in the previous report instead of "based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined."